Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter x 80 mm length thoracic aortic aneurysm. The access vessel was the left femoral artery. The common iliac arteries were 9 mm in diameter bilaterally. The external iliac arteries were 8 mm in diameter bilaterally. It was reported that there was post-operative occlusion of the right femoral artery and rupture of cylindrical arterial intima. A thrombectomy was performed for the treatment. The stenosed cylindrical arterial intima of the left external iliac artery was partially peeled and dropped down to the right femoral artery. It was noted that during insertion slight resistance was felt due to the different grade level between tip of delivery system and the graft cover of delivery system. Nonetheless, it was pushed up with that situation. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).